Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned procedure was completed as planned. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the display card in the ip-pc was unstable. The fse solved the issue by replacing the ip-pc, loading the ip-pc software and recreating image storage. The returned part has been analyzed; however, no failures were found. After the part replacement, software loading and recreating image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system live and reference monitors had a black screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.